Event description:
It was reported the subject device presented error code e225 and the screen turned off and lost the visibility. The event occurred during a diagnostic polypectomy colonoscopy procedure, device inside the sedated patient. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.